Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an hour after clip deployment and passing of a hemostasis security test, blood oozed from the access site. The site was manually depressed to stop the bleeding, but the blood flow increased. Manual compression was applied for an hour to completely stop the bleeding. There were no reported adverse pt effects. No add'l info was provided.